Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial number (B)(4), found no significant anomaly as the ins was functionally okay.

Event description:
Additional information received reported the health care provider (hcp) did not believe the cause of the event was device related. The date of the explant was (B)(6) 2014 and the patient recovered without sequela.

Event description:
It was reported that the patient would feel pain at the implantable neurostimulator (ins) site while sleeping on the left or after sitting for a prolonged period. Also, the patient had never received therapeutic effect of greater than 50 percent and was experiencing an overstimulation sensation. The therapeutic relief sensation was noted to have been different from that experienced during the trial period and the patient was not getting therapeutic effect with the new implant. The patient had stated that the pain at the ins site ¿wasn¿t anything that [the patient] couldn¿t get used to.¿ later, the patient complained of increased pain in the ins pocket and left leg. There was bruising and discoloration around the ins, which was noted to have not been an infection. The patient would get ¿body horrors¿ at night when he would dwell on the implant. The patient was noted to actively see a psychiatrist. The patient was noted to have had visions of taking the ins out himself. Later yet, the patient showed a manufacturer representative pictures of the implant sites, which looked ¿very bruised and disturbed.¿ when having the wounds inspected by the patient¿s healthcare provider (hcp), the wounds looked better than they previously had. However, the decision was made to explant the entire system. No surgery date had been provided. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 97791, explanted: (B)(6) 2014, product type: accessory. Product ID 97791, explanted: (B)(6) 2014, product type: accessory. Product ID neu_wrench_acc, product type: accessory.

Event description:
Additional information received reported that the patient was "rejecting" the ins and wanted the device explanted. The ins and leads were explanted. There was no patient death or injury and the patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.